Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Consumer reported four false positive sars results. The consumer communicated the results were confirmed by another rapid antigen assay. This is report 1 of 5.

Event description:
Consumer reported four false positive sars results. The consumer communicated the results were confirmed by another rapid antigen assay. This is report 1 of 4.

Manufacturer narrative:
The total number of reports was changed from 5 to 4, updating the statement from "this is report 1 out of 5" to "this is report 1 out of 4."